Manufacturer narrative:
The fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, the spring tip was stretched and bent. Balloon was found to be ruptured at central area and balloon edges did not match at the ruptured region. No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The report of balloon issue was confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was generated to address the burst ruptured balloon for fogarty embolectomy catheters and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon integrity inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Per the instructions for use: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. ". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing, the balloon of this fogarty catheter burst. Replacing the device the issue was solved. There was no allegation of patient injury. As per product evaluation findings, balloon edges did not match at the ruptured region.